Event description:
It was reported the patient experienced ineffective stimulation after a fall. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken to replace the scs ipg on (B)(6) 2019. Stimulation therapy was restored postoperatively.